Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No audio/vibrate anomalies or red light indicator anomalies noted during testing. Unit received with moisture damage on motor assembly, corroded force sensor assembly and moisture damage on electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had been exposed to moisture and had physical damage. Customer stated that insulin pump was making weird noises. Blood glucose value was 123 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.